Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while filling the cartridge 150 units of insulin leakage was observed at the cartridge septum. Customer's blood glucose was not impacted (value not provided). Customer used another cartridge to resolve the issue.